Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Newly inserted (less than 12 hours) PICC line leaking. Crack noted at connector hub of l-cath PICC s/l 26g. Tpn/smof nutrition was leaking from site. Due to risk of infection and loss of fluids through line, PICC had to be removed. Subsequent attempts to insert PICC have been unsuccessful so patient without long term central access.

Event description:
Newly inserted (less than 12 hours) PICC line leaking. Crack noted at connector hub of l-cath PICC s/l 26g. Tpn/smof nutrition was leaking from site. Due to risk of infection and loss of fluids through line, PICC had to be removed. Subsequent attempts to insert PICC have been unsuccessful so patient without long term central access.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.